Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) will not turn on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings & investigation conclusions), h11. Additional contact information: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon arrival, found batteries fully depleted and the console not fully seated in the cart. Reseated the console in the cart and batteries started to charge. Allowed batteries to fully charge. Device passed all functional and safety tests according to factory specifications.